Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a pulsed field ablation procedure, the patient developed a groin hematoma. An arteriovenous fistula was suspected. The case was completed with pulsed field ablation. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.